Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that it was impossible to insert the catheter after blood sampling, great difficulty in removing the catheter from the patient¿s arm, requiring force or causing pain to the patient. Upon observation, by the healthcare professional, in the healthcare room the catheter has a hard ¿tip¿ on the plastic part of the cannula. It was needed to re-puncture the patient and it was difficult to remove the old catheter. An ansm report was submitted. There was patient involvement.